Event description:
It was reported that a homechoice device experienced a system error 2240 alarm (air in line). This event occurred during a drain cycle of peritoneal dialysis therapy while the patient was connected. The patient stated that the supply bag became disconnected and that there was air in the patient line. The technical service representative advised the patient to restart therapy with new supplies. There was patient involvement, however there was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a supply bag disconnecting without falling is a known cause of air being introduced into the set-up. Should additional relevant information become available, a follow-up report will be submitted.